Manufacturer narrative:
The relationship between revision of the patient's fistula and nxstage therapy or equipment cannot be determined. Access issues are common in dialysis patients and the available information does not confirm that a device malfunction occurred.

Event description:
It was reported by the patient that on (B)(6) 2015 they became short of breath and noted air in the venous line. The patient reported that there was no alarm to indicate the presence of air. The home therapy nurse (htn) was contacted and stated that his access fistula had become clotted and needed revision as a result of this event. The htn stated that the relationship of the nxstage therapy or equipment to the adverse event is undetermined.